Event description:
It was reported that the intra-aortic balloon was inserted following removal of the first due to inability to inflate. Insertion was uneventful. Following connection to an intra-aortic balloon pump, only approximately 1/2 of the balloon inflated. There was adequate helium in the tank. Manual inflation was performed, but was not successful. This iab was then removed and replaced with a 30 cc iab. There were no reported pt complications.